Event description:
It was reported that, at the end of the robotic laparoscopic inguinal hernia procedure, the monopolar curved shears (mcs) instrument generated a high-priority alarm error message stating, ¿instrument error. Remove, detach and reattach instrument. If error persists, replace instrument.¿ the error could not be dismissed and the mcs became unresponsive. The mcs could not be removed normally through the port; therefore, it was removed following the broken instrument protocol. There was no patient injury.

Manufacturer narrative:
H3, h6: annex b, annex c, annex d, annex g and h8 have been amended. Device evaluation: medtronic led an evaluation of the associated device data and provided image for the reported monopolar curved shears (mcs). Evaluation of the device data indicates that the mcs was connected to arm cart assembly 3 with sterile interface module (sim) sn: (B)(6). After three minutes of use the system gave an instrument over-torque error code, indicating that one of the instrument drive unit (idu) motors had a torque output over 0.65n. This error turns off the motors of the idu, which results in the noted behavior and reports a subsystem recoverable inoperable error which states "danger: instrument error. Withdraw, detach and reattach instrument. If error reoccurs, replace instrument". Evaluation of the provided image notes that it shows the operating room team interface (orti) screen with two error message on the screen. The first message reads "danger: monopolar energy activated in the arm uncontrolled. Tap ignore to confirm." And the second message reads "arm 3: danger: error of the instrument. Remove, detach and reattach the instrument. If the error occurs reproduced, replace the instrument.". Evaluation of the monopolar curved shears confirmed the reported condition. The root cause of the observed error in the logs of the monopolar curved shears is understood to be a design issue in the software that controls the monopolar curved shears. The controls software is responsible for calculating and commanding the necessary instrument drive unit motor torques that result in instrument movements. Presently, the controls software does not discharge commanded drive torque quickly enough when opening shears blades. As a result, a subsequent rapid command to close the shears may result in drive torque that exceed design limits. When excessive drive torque is detected, the system is designed to arrest instrument movement and prevent subsequent tele-operation by a user in order to prevent instrument damage. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the end of a robotic laparoscopic inguinal hernia procedure, the monopolar curved shears (mcs) instrument generated a high-priority alarm error message stating, ¿instrument error. Remove, detach and reattach instrument. If error persists, replace instrument.¿ the error could not be dismissed and the mcs became unresponsive. The mcs could not be removed normally through the port; therefore, it was removed following the broken instrument protocol. There was no patient injury.